Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the proper air removal techniques. Customer continued to use the existing cartridge. Customer¿s blood glucose level was 70-120 mg/dl. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl; cause was unknown. Customer consumed glucose tablets and carbohydrates to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.